Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed motion sensor test failed alarm and motor position encoder error alarm. Customer's blood glucose was 203 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Additional information has been provided which was not included in the initial report. The correct information has been provided with this report. The insulin pump alarmed during rewind due to motor encoder signal out of phase. We were unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents, motor error alarm, or encoder error alarm due to motion sensor test failure alarms. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. .

Event description:
The customer reported a motor error alarm is what lead up to his complaint.